Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem unable to power on. The cause for the failure was defective lcd. The root cause for the defective lcd could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned charger/modem sn (B)(4) indicating that the charger/modem would not power on.